Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking on (B)(6) 2024. The infusion set has been used for 3 hours. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.